Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer. Patient product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported the controller was displaying information in a foreign language. The patient stated the controller would charge but there were on and off issues all the time. The patient reported being in pain for six months, and stated that since then he has had 4 surgeries and is in constant pain, the patient did not clarify whether there was any relation between the surgeries and the device or therapy. The patient reported being directed to call patient services. The patient stated it takes a long time to charge, and the patient turns the ins off at night, though one night he woke up feeling shocking when he slept on his back. The patient stated this happened because he didn¿t sleep on his side, and clarified he has to sleep on his side because he broke his neck in the past. The patient stated he has to reset the controller every morning and it would show the splash screen. Patient was issued a new controller. Additional information received stated that the replacement controller did not resolve the issue. The patient would see an error message and have to reset. Charging was still taking a long time. Patient was issued a new recharge telemetry module. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the shocking was because they set it too high. Lowering the settings reportedly resolved the issues. No further complications reported/anticipated.